Manufacturer narrative:
Concomitant medical products: 8703w catheter, implanted (B)(6) 1999, 5076-45 lead, implanted (B)(6) 2008, 8637-20 neuro pump, implanted (B)(6) 2012, a2dr01 ipg, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a possible lead fracture and exhibited loss of capture and high impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.